Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
Hamilton medical ag received the following incident description: at 8:30 am on (B)(6) 2024, ICU medical staff turned on the machine to check its functions and found tf9914 error code on the screen, as well as an alarm for lost connection of the ventilator, making it unusable.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: at 8:30 am on (B)(6) 2024, ICU medical staff turned on the machine to check its functions and found tf9914 error code on the screen, as well as an alarm for lost connection of the ventilator, making it unusable.